Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed x-rays not possible errors. Upon functional testing, fse found that image detection video path tests were failing and found the actual cause of the issue to be a faulty flat detector controller (fdc) board in m-cabinet. Fse replaced the fdc 2 board and ran board software and system calibrations, which temporarily resolved the issue. The same issue reoccurred again. Fse found a bad fdc board again and replaced it. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the lost the live image. No harm to the patient or user was reported. Philips has started an investigation of this complaint.